Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring. Unable to confirm off no power and unexpected battery out limit due to blank display. Unable to perform any test due to blank display. No beep anomaly noted. Pump received with cracked reservoir tube lip and minor scratches on display window noted.

Event description:
The customer reported via phone call that a low battery alert was not received prior to off no power alert on the insulin pump. The customer's blood glucose reading was 260 mg/dl at the time of incident. Troubleshooting found that the alert was received before and after a battery change and the pump had a blank display. The customer was advised to monitor the pump and that a new battery cap would be provided and to call back if it does not resolve the pump issues.